Manufacturer narrative:
Covidien reference number: (B)(4). Covidien was not authorized to evaluate/repair the device.

Event description:
It was reported that, when powered on, the ht70 ventilator display froze at the six picture screen. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Failure investigation performed by (B)(6) on (B)(6) 2017: one sbc board (p/n: pcb3207a, s/n: (B)(4)) for the newport ht70 ventilator was received in fi. The reported symptom was verified. The sbc board was placed in a known-good ht70 test bed. The device froze on the 6-image display. This complaint is in scope of CAPA (B)(4). Software was released in response to this issue. Additional failure investigation is not required. The sbc board was scrapped after the investigation.

Event description:
It was reported that, when powered on, the ht70 ventilator display froze at the six picture screen. The ventilator was not in use on a patient at the time of the reported event. Covidien was not authorized to evaluate/repair the device.